Manufacturer narrative:
The customer provided response to questionnaire regarding reprocessing of the subject device. Precleaning was performed immediately after patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The air/water channel flushed with water and air by using mh-948 cleaning adapter. Manual cleaning performed within one hour after the procedure. Device passed the leak test. The detergent solution used was medizyme (mc medical). The forceps channel, suction cylinder and forceps mouthpiece was brushed. The automated endoscope reprocessor (aer) used was oer-6. There were no defects on the aer. The detergent solution used was endoquick and disinfectant used was acecide. All channels were connected with cleaning tubes when the endoscope was setting up into the aer. The expiration date of disinfectant was controlled. The disinfectant solution met the minimum effective concentration. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance to instructions for use (IFU). The subject device was dried by wiping off with a clean towel/paper. The endoscope was stored in a cabinet without drying function. The device was not returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when the evis lucera colonovideoscope stored after reprocessing was cultured, klebsiella oxytoka was detected in the forceps channel and enterobacter cloaca was detected in the air and water supply channel. The examination history with the endoscope was unknown. The endoscope was scheduled to be reprocessed and cultured again, and its use was discontinued after the positive result. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to d8, d8 was inadvertently left out of the initial report. Correction to g2 of the initial report, health professional was inadvertently selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.